Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hypertension, cardiac arrhythmia, and bleeding could not conclusively be established through this evaluation. Multiple attempts were made to obtain additional information; however, no response was recorded. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they were transplanted on (B)(6) 2019 (reference MFR # 2916596-2019-01934). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Lastly, section 6 ¿¿patient care and management¿ (under "blood pressure management") states that post-implant hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeter of mercury (mm hg) should be considered adequate. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 21apr2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to right heart catheterization (rhc) evidence of elevated biventricular filling pressures and evidence of severe aortic insufficiency (ai) for which the patient underwent bio prosthetic aortic valve replacement on (B)(6) 2018. The patient was found to have pulmonary hypertension and ventricular tachycardia. The patient was stable for discharge but then experienced an inappropriate ICD discharge related to right ventricular lead artifact. The ICD system was revised and the patient was re-implanted with a single chamber ICD. The patient was known to have ventricular tachycardia prior to lvad implant and had been managed by amiodarone and aicd (crt-d). The aicd was exchanged some time in (B)(6) 2018. Based on a transesophageal echocardiogram (tee) from (B)(6) 2018 the patient experienced moderate aortic regurgitation of his bio prosthetic aortic valve. On (B)(6) 2018 the patient had severe, unexplained hypotension that was thought to be related to the patient's losartan use. This medication was then listed as an allergy. On (B)(6) 2018 the patient experienced worsening anemia likely related to procedural blood loss (i.e. ICD related surgical intervention) and large area of ecchymosis. Prophylactic antibiotics were administered as part of the surgical care improvement project (scip) protocol. The patient did not present active infection. The patient was known to have a history of pulmonary infection.